Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient stated that at approximately 6:00pm she started vomiting and thought that she had food poisoning. Patient's husband took the patient to the hospital. Patient was admitted and given an IV of saline and glucagon and monitored for 24 hours. Patient's cgm was reading 177mg/dl, compared to the hospital's bg meter which read 554mg/dl. During the event, patient experienced diabetic ketoacidosis. Patient was asked to increase her insulin intake to 25ml and released from the hospital on sunday (B)(6) 2016. At the time of contact, the patient was okay and at home. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).